Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2019-15617, 2017865-2019-15618. It was reported the patient deceased. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death was unknown.

Manufacturer narrative:
As received, a partial connector portion of the lead was returned in one piece measuring 37.3 cm / 44.5 cm (outer insulation / stretched inner insulation and inner and outer coil). The damage found was sustained during the surgical procedure. The lead was otherwise normal.